Event description:
Invuity single fiber optic cable, 10 ft light cord became overheated in several areas due to compromised fibers within the cord. The exterior of the cable appeared normal, however, when connected to the light box there were visible bright spots that became overheated due to compromise within the cord. The fiber optic cable was connected to a retractor for use during surgery. Overheated areas of the cable resulted in burns to patient's chest. The fiber optic cable was immediately removed and replaced with a new cord once the overheating and burns were noted. Invuity vendor was notified and indicated the cable could have been too tightly wound, therefore causing cord fibers to become compromised.